Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) called in to report that the instrument tip on patient side manipulator (psm) 3 would not fully close. The customer moved the instrument from psm 3 to another psm, and the instrument was working fine. The customer tried another instrument on psm 3, and the issue was the same. The isi technical support engineer (tse) suggested to check the instrument arm drape sterile adapter. The site continued with the procedure as planned. There was no reported injury. Isi performed follow-up with the customer and obtained the following additional information regarding the reported event: system functionality was reportedly checked prior to use, and no issues/errors were noted. The site continued and completed the procedure successfully with psm 3.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was unable to reproduce the reported problem. The fse reviewed the system logs and found no related critical errors on patient side manipulator (psm) 3. The fse tested psm 3 with his instrument arm drape sterile adapter without any issue. The fse measured and adjusted the cable tension of psm 3 to the normal range value. The fse also performed the sine cycle and friction test, and the test results were normal. The system was tested and verified as ready for use. A log review confirmed the procedure date of (B)(6) 2022 on system (B)(4). No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the instrument tip on psm 3 would not fully close. The fse adjusted the cable tension of psm 3 to the normal range value. The initial reported complaint and subsequent findings from the fse could lead to the procedure to be converted/aborted and may lead to an injury due to the patient¿s inability to tolerate a procedure change due to system unavailability after the start of a surgical procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.